Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device needed repair. The damaged handle, defective cutter, transport roller and missing screw was replaced. This device was sent only for preventive maintenance. There was no surgery and no patient involved. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On july 9, 2019, it was reported that during preventative maintenance by flextronics it was discovered that the handle and cutter were damaged. The customer returned a meshgraft ii device, serial number (B)(4) , for evaluation. The customer also returned a ratchet handle and autoclave case for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by flextronics revealed that the cutter and handle were damaged. Repair of the meshgraft ii was performed by flextronics which included replacement of the handle, cutter, roller and screw. Meshgraft ii, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the cutter and handle were damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.